Manufacturer narrative:
Complaint conclusion: a cypher select + 2.75x28mm stent was unable to cross the lesion and dislodged during withdrawal. The target lesion was in the proximal to mid left anterior descending (lad). The lesion was 70% stenosed and severely calcified. The lesion had been pre-dilated with a competitor's balloon, but with poor results. The stent delivery system was unable to cross the lesion. During withdrawal of the device but before it was pulled back into the guiding catheter, the stent dislodged from the balloon and migrated to the distal lad. The physician withdrew the sds and advanced an unknown balloon inside the stent and inflated it a little to capture the stent. The stent was carefully and safely withdrawn into the guide catheter for removal. The physician had to make a 0.5cm cut at the radial artery to successfully remove the dislodged stent. The physician implanted a competitor's stent to complete the procedure successfully. The patient is reported to be in good condition. One non-sterile cypher select + 2.75x28mm was received coiled inside a plastic bag. The stent was received in other bag. The stent was damaged (crushed and bent) . The balloon had not being inflated. The sds did not show any damages. Crimping and bumping marks were observed on the balloon. No more anomalies were found. The crossing profile could not be measure due to the received condition of the stent. During microscopic analysis crimping and bumping marks were observed in the balloon and the stent was bent and crushed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent dislodged-in patient" was confirmed. The exact cause of the failures experienced by the customer could not be determined. Difficulty crossing a lesion is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Based on the information available for review, there are possible vessel characteristics (heavy calcification) and procedural factors that may have contributed to the failure to cross difficulty resulting in dislodgement of the stent. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. One non-sterile cypher select + 2.75x28mm was received coiled inside a plastic bag. The stent was received in other bag. The stent was damaged (crushed and bent) . The balloon had not being inflated. The sds did not show any damages. Crimping and bumping marks were observed on the balloon. No more anomalies were found. The crossing profile could not be measure due to the received condition of the stent. During microscopic analysis crimping and bumping marks were observed in the balloon and the stent was bent and crushed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
A cypher select + 2.75x28mm stent was unable to cross the lesion and dislodged during withdrawal. The target lesion was in the proximal to mid left anterior descending (lad). The lesion was 70% stenosed and severely calcified. The lesion had been pre-dilated with a competitor's balloon, but with poor results. The stent delivery system was unable to cross the lesion. During withdrawal of the device, the stent dislodged from the balloon and migrated to the distal lad. The physician advanced a balloon to the lesion and inflated it a little to capture the stent and withdrew it carefully into the guide catheter for removal. The physician had to make a 0.5cm cut at the radial artery to successfully remove the dislodged stent, but there was no other injury to the patient. The stent was distorted due to the withdrawal from the artery. The physician implanted a competitor's stent to complete the procedure. The patient is in good condition now.